Event description:
On (B)(6) 2010, patient reported his infusion device was not delivering the proper amount of insulin. In (B)(6), 2010, patient spent 10 minutes in an attic while wearing infusion device. Temperature was approximately 160 degrees. The week following, patient experienced hyperglycemia of 250-300 mg/dl. Patient corrected hyperglycemia by delivering a bolus through infusion device. This successfully lowered blood glucose to normal blood glucose of 120 mg/dl. Patient increased basal rates during daytime and evening hours. No errors were received and infusion device buttons were functioning as intended. Infusion set is changed every 3-4 days. Adapter was approximately 10 months old and no leaks were detected in the system. Patient was not sure of manufacturer or type of current battery in infusion device. Insulin cartridges are reused 4-5 times. Patient does not allow insulin to reach room temperature and fills 6-7 cartridges at a time. Two of three times since (B)(6), 2010, the infusion device has not primed the tubing on the first attempt. Patient disconnected infusion tubing from headset during troubleshooting call and bolused 2 units. No insulin flowed from tubing. Infusion device was not dropped or exposed to water or insulin ingress. Patient switched to backup infusion device for purpose of troubleshooting. Follow-up was completed. Blood glucose was "under control" while on backup infusion device. Primary infusion device was replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.